Event description:
It was reported that during a laparoscopic cholecystectomy procedure. The device misfired. It did not fire the clip. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4) malformed clips. The analysis results for the (B)(4) instrument found that it was returned in good visual condition. The instrument was returned with the jaws closed and one malformed clip in the jaws. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, however the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.